Manufacturer narrative:
Block h6. Imdrf code f1001 is being used to capture the reportable event of procedure cancelled/rescheduled.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was being implanted during a procedure performed on (B)(6) 2025. During the procedure, when introducing the device, the catheter detached. The physician tried to reattach the catheter, but when attempting to fill the balloon, there was a significant leak. The procedure was cancelled. According to the information provided, methylene blue was used to fill the balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.